Event description:
Event description: ecn event description: physician said that they opened the wire and noticed once it was already in the ventricle of the patient that it seemed kinked. They removed the wire and changed it for a new one. What troubleshooting steps, if any, resolved the issue?: na patient present at time of event?: yes patient complications: no patient complications. Patient status was reported as stable. Additional information received on may 12, 2023: "I do not have patient information as I was not present at the case. After confirmation from physician, the wire couldn't be introduced from the beginning as it was already kinked, physician struggled to advance the system at the beginning of the procedure and noticed the kink. He then asked for a new wire to continue with the case."

Manufacturer narrative:
Note: this medwatch report is being filed based on the images received on july 7, 2023, along with the product evaluation, which revealed fractured material. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose and double bagged with in "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire an unknown distance from the distal tip weld mass with concurrent stretched coil damage of 15.2 cm. The distal tip is lodged within the lumen the j-straightener attachment 3.5 cm from the distal tip of the j-straightener. The specimen also presented kink/bend damage at 0.3 cm in the formed distal curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. Patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.